Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 18. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.